Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a post implant x-ray, the right atrial (ra) lead had dislodged. It was noted that the ra lead was at the superior vena cava (svc) /atrial junction. After retesting the x-ray, it was found that the ra lead had also exhibited high thresholds. The ra lead was revised and remains in use. No patient complications have been reported as a result of this event.